Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right common femoral artery. After a 6fr 55cm non-bsc introducer sheath was placed, a 014 x 175 non-bsc guidewire was advanced to cross the lesion. Subsequently, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 15 atmospheres for a duration of 20 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device had been subjected to positive pressure and deflated prior to return. The presence of solidified blood within the balloon material was also noted which is indicative of a leak. A pinhole was identified during a further microscopic examination of the balloon material. The pinhole was positioned 24mm distal to the distal edge of the proximal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right common femoral artery. After a 6fr 55cm non-bsc introducer sheath was placed, a 014 x 175 non-bsc guidewire was advanced to cross the lesion. Subsequently, a 5.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 15 atmospheres for a duration of 20 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.